Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump became frozen on an unspecified screen and the customer was unable to clear it. Reportedly, the notification was cleared and the customer resumed insulin delivery successfully. There was no reported impact to the customer's blood glucose level due to these reported issues.